Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-400sag sagittal saw attachment began to wobble and would not stay steady upon completing the cut in the tibial block. This was discovered during a procedure with no patient harm reported. Additional information has been requested.